Event description:
It was reported that the patient presented in-hospital after receiving several inappropriate shocks. Lead dislodgement was noted. During attempted repositioning high pacing lead impedance was observed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis was normal. No anomaly was found.